Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient fell down steps, the ilet pump fell from a pocket, and the device screen broke, after which the patient could not operate the device and transitioned to multiple daily injections; blood glucose at the time was 152 mg/dl and the fall was not attributed to diabetes. Symptoms included no reported hypoglycemia, hyperglycemia, injury, or other clinical effects. Outcomes included the patient maintaining glucose management using mdi and continued cgm use with dexcom g7, with education provided on device shutdown, data sync, startup requirements for the replacement, and return logistics. Investigation included complaint intake, device replacement logistics review, and user education on safe shutdown and data handling. Investigation of this case revealed external physical damage to the display consistent with accidental impact, with no allegation of device malfunction or alert activity prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage due to accidental drop.